Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 to harvest the radial artery, after the dissection process was completed, the harvester started to perform branch ligation. From the onset of branch ligation, the harvester was having difficulty with the device working properly. Eventually it was noticed that the metal within the jaws had separated from the jaws. It did not completely detach from the jaw. None of the defective product detached in the patient . Due to this defect, the device was not safe to use and was immediately removed from the surgical field. A new hemopro 2 kit was opened and the case was finished with no further complications. No injuries occurred due to this defect.

Manufacturer narrative:
Trackwise# (B)(4). The lot # 25161680 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/22/2022. An investigation was conducted on 07/05/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed on the heating wire. The heater wire was observed to be flexed away from the middle of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects observed. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed.